Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hysterectomy procedure, while sewing vaginal cuff, the device¿s thread broke. A new suture was used in order to complete the case. The patient has no injury.